Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, edema, color, blush, increased thickness of dermis suggesting cellulitis, increase in vascular flow, and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of erythema, edema, color, blush, increased thickness of dermis suggesting cellulitis, increase in vascular flow, biofilm, and injection to the hands as follows: indications: "juvéderm® voluma¿ with lidocaine is an injectable implant intended to restore volume of the face." Precautions for use: "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported prior to injection to the "back of hands" patient was pretreated with "lidocaine 2% without epinephrine" which led to a "papule on input point." Patient was then injected with juvéderm® voluma¿ with lidocaine. The patient use ice after injection. Three months later patient developed "erythema and edema" on "right back hand" and was prescribed ciprofloxacin. One week later the patient was reviewed by the injecting physician who noted the "edema and erythema have decreased, no pain" with "color, blush" on the right hand. The patient underwent an ultrasound showing "increased thickness of dermis, epidermis and subcutaneous cell tissue" suggesting "focal cellulitis." A colorful doppler showed "a slight increment of vascular flow" and "adjacent plans showed habitual fibrillar echogenicity pattern". The physician notes the probable cause is "biofilm". Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 5/26/2016. The events of warmth, purplish hyperpigmentation, and small bulge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of warmth, purplish hyperpigmentation, and small bulge as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Coloration or discolouration of the injection area."

Event description:
Additional information received from the healthcare professional: patient's edema, warmth, and redness have resolved with the antibiotic, however the right hand still has a purplish hyperpigmentation with a small bulge, no pain or heat sensation. The juvéderm® voluma¿ with lidocaine effect has "disappeared on both hands. Effect has lasted for 3 months."